Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) surgery. A revision surgery was performed and all components were removed and replaced with a new aus. There is no known failure of the explanted aus. The patient had no complications in relation to this event.